Manufacturer narrative:
MFR's report date 06/23/1998. File # 02-98-160. The pump was not returned to the MFR for evaluation. A MFR technician downloaded the error and event history logs. It was observed that the instrument factory seal was broken. The MFR verified through the instrument logs that channel c malfunctioned, and alarmed error codes 301; indicating a failure of the air-in-line sensor or an interruption of the mechanism alarm circuit, and 309; indicating the software has detected a status differential between the motor controller board during operation. This was followed shortly thereafter by channel a malfunction 107, which is a motor synchronization error, followed immediately by a malfunction 838 which stopped all channels, and occurs when the software detects an internal error. This led the user to power off the instrument. The logs also showed that channel c had experienced malfuction 301 on three occasions in the twelve days preceding the reported complaint event. Since the reported instrument was not returned to the MFR for evaluation, engineering was unable to determine the cause of the 301 and 309 malfunctions. However service bulletin 420 has been implemented to reduce the occurrence of x07 (i.e. 307) and associated 838 malfunctions. The MFR will continue to monitor customer complaints regarding this issue.